Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient turned his body, felt something "negative" happen with the implantable neurostimulator, and then experienced a loss of therapeutic effect and return of "sharp stabbing" pain in the lower back with recent diarrhea episodes. The patient's programmer and recharger were confirmed to be functioning properly. The patient was scheduled to see the health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.